Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. While on site he was unable to replicate the compl aint that was associated to inaccuracy. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively of a cervical spine procedure. It was reported that d uring a c1-c2 case, after doing a spin using the cranial reference frame the surgeon felt inaccurate by 2-3 mm deep. After this they clamped to c2, did a spin and were still inaccurate. They brought in another medtronic navigation system and did a spin and everything was accurate. The issue extended the surgical time by less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was complete to determined the cause of the issue. Through image analysis probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.